Manufacturer narrative:
On 11/11/2019, device evaluation was completed. Device evaluation summary: during visual evaluation of the sample an area of siltex cracking was observed in the posterior view. Within the siltex cracking, a rupture was noted measuring approximately 4.0 cm. No other anomalies were observed. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Mentor believes that siltex cracking is ultimately a result of high stresses caused by acute folds in the shell of siltex breast implants. No further investigation will be conducted on this complaint as there are no indication that the issue found is related to the manufacturing process. It is most likely that the siltex cracking was created due of high stresses caused by acute folds which resulting in a tear at a later date. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: right rupture. Concomitant products: left side; 450cc mentor memorygel breast implant; catalog number: 3544507; serial number: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient underwent revision breast augmentation with a 450cc mentor memorygel breast implant and was presented with right side breast implant rupture confirmed via ultrasound on (B)(6) 2019. As a result, the device will be explanted on (B)(6) 2019.

Manufacturer narrative:
On 10/4/2019, mentor became aware that the patient underwent bilateral explantation and replacement with catalog number 3504504bc; serial number (B)(4) on the left side and with catalog number 3504504bc; serial number (B)(4) on the right side on (B)(6) 2019. On 10/15/2019, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).